Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, the clips scissored and there was bile leakage. The surgeon converted to a laparotomy and applied another device to complete the procedure. The hosp has reported the pt's condition is satisfactory.